Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that an expired product was used.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: items had expired. Probable root cause: design. Inadequate shelf life for product. Application. Failure to verify expiration status of product prior to surgery. Manufacture date is not known. (B)(4).

Event description:
It was reported that an expired product was used.